Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement (eri) while still retaining a battery voltage of 2.73. It was also noted that the right ventricular (rv) lead impedance was low and the unipolar impedance was higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.